Event description:
A low readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified lower sensor scan results when compared to unspecified readings obtained on a competitor meter. As a result, customer experienced a loss of consciousness, "shaky", "unfocused", and was unable to self-treat, requiring contact with a healthcare professional (hcp). The hcp provided third-party treatment of "protein to eat to gain back their glucose level and glucose injection (dose unspecified)", and hcp also performed a blood glucose measurement, with result of 195 mg/dl, but it was unspecified if this was taken before or after treatment was given. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was de-cased and visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The returned sensor battery was measured and was found to be within specification. The sensor was placed into the pcba test fixture and smu (source measure unit) testing was performed; all results were found to be within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.